Event description:
It was reported that monomer was not entering, no impact to patient has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned and the event was confirmed. The review of the device manufacturing quality record indicates that (B)(4) products optipac-s 60 refobacin bone cement r, reference (B)(4), lot number b647a04695 were manufactured on 30 november 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other complaint has been recorded for optipac-s 60 refobacin bone cement r,, batch b647a04695 within one year. The returned device was evaluated and was conform. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that monomer was not entering.